Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that resistance was met when the omnilink elite stent delivery system (sds) was advanced through the hemostatic valve. The omnilink elite stent dislodged from the sds in the introducer sheath. The dislodged stent remained inside the introducer sheath and was removed with the sheath. The sds was replaced with another omnilink elite sds. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation with the stent implant stationary on the balloon between the markers, with stretched stent struts. The reported resistance was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported event was assessed as a possible operational problem / operation context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the reviewed information, there is no indication the issue was caused by or related to the design non-conformity, manufacture or labeling of the device.

Event description:
Subsequent to the initial, 30 day medwatch report, the following information was received: the stent did not dislodge, it was simply flared and remained on the balloon. There was no additional information received.